Manufacturer narrative:
This is 1 of 1 initial/final MDR submitted for this complaint with associated MFR #2954740-2016-00267. Procode: hcg. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that an enpower control cable (ecb000182-00, p10626) was used during a coil embolization procedure of an aneurysm for va disaggregation at the right va. Reportedly, the coil failed to detach. A deltaplush coil was used for the 7th coil. The light did not illuminate when attempting to detach the coil. Therefore, the physician removed the coil and attempted to use another deltaplush coil, but the light still did not illuminate. The cable was then replaced with another cable and the coil was able to be detached successfully. There were 10 coils used for this procedure. It is unknown as to whether or not a pre-deployment electrical check was completed prior to insertion. The patient's information is unknown and the level of tortuousness and calcification of the patient's vessel are also unknown. No report of the other device used during this procedure is available. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. The product will be returned for the investigation. No further information is available.